Event description:
It was reported that the top left corner of the touchscreen was raised and separating from the housing. There was no adverse impact to the customer¿s blood glucose level. The customer declined further follow-up or troubleshooting by technical support.